Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noisy signals, high out-of-range pace impedance measurements, high thresholds, and loss of capture resulting in asystole greater than two seconds. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that at the revision procedure, the rv lead was tested with a pacing system analyzer (psa) and found to measure high out-of-range pace impedance measurements. The physician examined the connection between the lead and header and performed a tug test and no evidence of a problem was noted. The lead was visualized with fluoroscopy, however no lead damage was noted. The rv lead was surgically abandoned. No additional adverse patient effects were reported.